Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a pocket abscess. Reportedly, the patient also had a buttocks abscess from before initial implantation. The patient was treated with antibiotics. There was no additional adverse patient effects were reported. This lead was explanted.